Event description:
It was reported that during a prostate procedure, ¿after hitting a stone at 5 seconds into the procedure, the fiber cracked. The procedure was completed with the use of a second fiber with 174,974 total joules used. ¿no injury to the patient¿ reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.